Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and monitor cables. System operates as intended.

Event description:
Customer reported the monitor will not come out of sleep mode. No pt injury was reported.